Event description:
It was reported that during a laparascopic sigma procedure the device with test tip, no function. Permanent tone. Procedurefinished with same like product. No patient consequence reported. No further information is available.